Manufacturer narrative:
A2): patient date of birth unk. A3b.): patient gender unk. A5): patient ethnicity unk. H3): a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6): although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead and a right atrial (ra) lead due to bacteremia and cied system/pocket infection. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. A spectranetics 13f tightrail rotating dilator sheath was used to attempt removal of the leads; however, the device failed to actuate after minimal use in the innominate area. Switching to another tightrail device, cook medical evolution dilator sheath, and a cook medical bulldog lead extender from a femoral approach, the leads were still unable to be removed from the body. At that point, the decision was made to stop the extraction. There was no attempt made to unlock the llds from the rv (MDR #3007284006-2025-00020) and the ra (MDR # 3007284006-2025-00019) lead; therefore, the leads were cut/capped, along with the llds, and remained in the patient. The patient survived the procedure. This report captures the lld ez within the ra lead, which was cut/capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.